Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the three implantable cardioverter defibrillators (ICD)s were interrogated prior to the implant attempt. Gray bar was noted and the devices were set aside for several days to see if the battery would recover. Upon re-interrogation, the battery had not recovered and it was determined the icds should not be used. There was no patient involvement.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.